Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high pacing impedance measurements greater than 2,000 ohms with no capture. Technical services (ts) discussed this was a lead issue or a connection issue. Additional information indicated that the patient is in atrial fibrillation (af) and the device was reprogrammed to pace and sense in the ventricle and inhibit pacing (vvi). Subsequent information received that this lead further exhibited noise, intermittent low and high impedance measurements, low p wave, non-detection and was alleged to be fractured; however, it looked good under x-ray and fluoroscopy. A surgical intervention was performed and when this lead was tested through pacing system analyzer (psa), it yielded high impedance measurements. The lead was checked to make sure it was in the header and connection was good. Hence, the patient's ra lead was surgically abandoned and was successfully replaced. The crt-d remains in service. No additional adverse patient effects were reported.